Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time, and resumed insulin therapy. Additionally, it was reported that intermittent occlusion alarms occurred. Customer's blood glucose was between 225-508 mg/dl. Elevated blood glucose was addressed by bolusing with the pump. Reportedly, the customer was using fiasp insulin. Tandem technical support educated the customer on cartridge/insulin labeling. Customer declined further troubleshooting regarding this issue and continued to use the pump for insulin therapy.